Event description:
A nurse found that the pd fluid leaked through the transfer set even though the clamp was closed. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter.